Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 12th august 2010 and performed to specification, alongside random manual power ons, up to the 12th april 2015. The device records multiple manual power ups mainly of ten minutes duration between the 16th april 2015 and the last log entry on the 19th april 2016. The pad-pak became depleted and was replaced by a further pad-pak during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.